Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was reviewed by depuy engineering (B)(4) and photos were received and confirmed the device is worn. The root cause is attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Items were flagged during the sterilization process. As can be seen from the attached photographs the blade cutting guide area of the patella resection guide is worn and damaged.